Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: the approximate age of the device is 2 years. Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Manufacturer's investigation conclusions: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The hm3 IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr range. The patient remains ongoing on vad support with no further related issues. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to the ER with continued bilateral nosebleed and had bilateral expandable foam (brand name (B)(6)) placed. The patient was admitted for observation. Copious oxymetazoline (decongestant, brand name afrin) was sprayed bilaterally. The right (B)(6) was deflated slowly and no further bleeding was noted, so it was removed. It was reported that "surgical [gauze] soaked in afrin" was applied bilaterally. The patient was re-examined 30 minutes later and had no further bleeding at that time. The patient was discharged the same day.